Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 year and 5 months after the dental implant was installed in intraoral region #9, its non- osseointegration was observed. 15 ncm of primary stability was achieved and the implant was installed without immediately load. Bone graft was executed.